Event description:
It was reported that the atrial lead dislodged after implant. It was also noted that a piece of myocardium was found in the helix. The lead was removed and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies found; full lead was returned and analyzed. Blood present in/on helix mechanism.